Event description:
It was reported that a vns patient was set to undergo a lead exploration procedure for an unknown reason. It was later reported that the reason for surgery was due to high impedance. Full revision surgery occurred. The facility does not return explants to the manufacturer. Follow-up to the physician provided that the patient had a checkup where high impedance was discovered on diagnostics. The patient was stated to be very active, and the patient stated that she felt like something had happened to have damaged the vns in the beginning of (B)(6) 2018. She was experiencing an increase in seizures since, and could no longer feel the voice alteration from the device. The day after the appointment the patient had gone to the ER, but was not admitted for the elevated seizures. During surgery she had full revision of the device due to the damage to the lead. Additional relevant information has not been received to-date.